Event description:
According to the literature, a retrospective study compared the results of laparoscopic donor nephrectomy and robotic donor nephrectomy between 2010 and 2021. In the robotic group, an endo gia is used to staple the vessels and the kidney is removed using an endo catch. In the laparoscopic group, ligasure and other devices are used for surgical dissection and an endo gia 30mm is used to staple the renal vessels before the kidney is extracted in an endo catch. There were 154 patients in the robotic group and 358 patients in the laparoscopic group. Complications include bleeding. Intraoperative bleeding did not require conversion to open. Blood transfusions were required for postoperative bleeding. No complications were related to the endocatch device. Other complications that were not related to the device included: organ injury, graft injury, chylous fistulas, ileus, rhabdomyolysis, wound complications, airway obstruction, fever, pleural effusion, and mild pneumonia.

Manufacturer narrative:
Title: robotic versus laparoscopic donor nephrectomy: a retrospective bicentric comparison of learning curves and surgical outcomes from 2 high-volume european centers. Source: transplantation, september 2023, volume 107, number 9 / accepted 28 february 2023 / leonardo centonze, md, caterina di bella, md, alessandro giacomoni, md, cristina silvestre, md, phd, riccardo de carlis, md, samuele frassoni, msc, barbara franchin, md, marco angrisani, md, francesco tuci, md, marianna di bello, md, vincenzo bagnardi, phd, andrea lauterio, md, lucrezia furian, md, and luciano de carlis, md. D10 concomitant product: unknown egia su, unknown endo gia sulu (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.